Manufacturer narrative:
According to the field service engineer (fse), the reported problem was an application related issue. No malfunction found and no parts have been replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The ventilator was used in (pressure support) ps/CPAP (continuous positive airway pressure) mode, which is for patients who can breathe spontaneously. The received logs confirmed the reported problem on 03/20/2022. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The logs revealed that the ventilator went into backup ventilation as expected.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's tidal volume was not achieved. There was no patient harm. Manufacturer's ref.#: (B)(4).